Event description:
It was reported that during pre-discharge check, loss of capture and oversensing due to lead dislodgement was observed. Patient is non pacer-dependent and was asymptomatic. The lead was successfully repositioned without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.